Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post implant procedure chest x-ray showed a left sided pneumothorax and a chest tube was placed. A repeat chest x-ray the following day showed a complete left sided pneumothorax as the chest tube ¿had worked its way out of the chest¿. A new chest tube was placed. The following day a repeat chest x-ray showed a persistent pneumothorax with an intermittent leak noted to suction. A pleural patch was performed. The chest tube was later removed. The leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.